Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type 2 endoleak with aneurysm enlargement. Other device implanted: contralateral leg component, pxc141400/(B) (4).

Event description:
On (B) (6) 2007, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B) (6) 2009, follow-up computed tomography (CT) demonstrated a type 2 endoleak with minimal aneurysm enlargement. Subsequent follow-up CT images continued to show persisting type 2 endoleak with gradual growth of the aneurysm sac. On (B) (6) 2009, CT images demonstrated persisting endoleak and aneurysm enlargement. The physician plans to perform a coil embolization but a procedure has not yet been scheduled.